Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer-provided photo shows a clear white substance on the IV cannula; however, the specific type of foreign matter cannot be determined based on the photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, fifty (50) units exhibited foreign matter on the needle tip. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.8. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, fifty (50) units exhibited foreign matter on the needle tip. No adverse impact was reported regarding the patient or user.